Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and irrigation test of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. Additionally, the issue reported could be related to the findings since the water flow is directed to the hub instead of the tip due to the absence of the valve. A device history record evaluation was performed for the finished device 00001792 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab noted that the hemostatic valve was not found in the hub component. Initially, it was reported that during the procedure, the device (including port, luer hub) was not irrigating using a vizigo¿ sheath. A second sheath was used to complete the operation. There was no adverse event reported on patient. The obstructed sheath issue was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and noted that the hemostatic valve was not found in the hub component. The awareness date for this reportable lab finding is 16-may-2022.